Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5097341/(B)(4)).

Event description:
1 reported false positive sofia sars result for one individual. The initial test was conducted at a mobile testing site and the result was negative at a professional clinic (method unknown).